Manufacturer narrative:
(B)(4): a date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. No material numbers or batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer states foaming in edta, nacitrate and lithium heparin (all plasma tubes) which may or may not have affected testing, underfilling of nacitrate tubes, sporadic mcv's in appropriately filled edta tubes with no resolving explanation upon re-collect. The customer also stated weak vacuum pressure when pulling samples from lines (butterfly needles) as compared to greiner tubes used in the past and compared to bd tubes that were kept in stock before changing over. Sometimes, hemolysis was observed when blood bank tubes had to be redrawn. Edta and kedta are used for all types and screens so when both are hemolyzed a re-collect is requested. It could not be confirmed the hemolysis was caused by the tubes. The customer usually assumes that hemolysis is a cause of improper draw technique but over this past year occurrences seem to have increased. No reference numbers of the edta, nacitrate, and lithium heparin tubes could be given, as the customer never had to file occurrence reports.